Manufacturer narrative:
Date sent: 12/03/2008. Eval summary: the unit was received at the international service center. The analysis site confirmed the customer complaint and found that excessive body fluids caused the transverse drive shaft and its surrounding components to be non functional. To correct the issue, the analysis site replaced the transverse drive shaft, flex circuit assembly and the bushing. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy procedure, an error code l3-010 displayed. Another device was used to complete the procedure. There were no adverse consequences for the pt.